Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges began leaking. Subsequently, the fill estimate was inaccurate on multiple occasions. Reportedly, customer overfilled the cartridges. There was no reported impact to customer' s blood glucose. Customer loaded a new cartridge to resolve the issue.